Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 8.4cm to 8.6cm from the connector pin consistent with lead friction to device can. Di not available as product was manufactured on or before september 23, 2014

Event description:
This report is to advise of an event observed during analysis.